Event description:
It was reported that the patient was not receiving effective therapy. A low battery was diagnosed. The stimulator was replaced due to the low battery. After battery replacement, the patient wasn't getting paresthesia. The lead was investigated. Upon removal of the lead from the extension, it was discovered that the extension screws had possibly been over tightened and placed between the electrode plates. The lead and extension were replaced. The patient recovered without sequela.